Event description:
It was reported that the after inserting the sensation plus intra aortic balloon(iab) catheter unable to update timing had appeared post-transfer to the ICU. A screenshot of the iabp monitor revealed the pump was in auto-mode using ECG trigger, augmentation at 60%, and a significantly dampened arterial waveform using the transducer as the arterial waveform source. The screenshot also revealed the fluid-filled pressurized bag was hanging on the attached pole of the cardiosave. The fo cable had provided a fo sensor failure alarm multiple times.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), an ICU nurse, contacted clinical support due to an "unable to update timing" message on the iabp monitor following a balloon catheter repositioning in the cath lab. The issue appeared after the patient was transferred to the ICU. Despite troubleshooting steps, including switching modes, flushing the lumen, and adjusting augmentation, the alarm persisted. A screenshot showed the pump in auto-mode with ECG trigger, dampened arterial waveform, and a pressurized fluid bag in place. (B)(6), later discovered the arterial transducer had not been re-zeroed post-transfer. After re-zeroing and elevating the fluid bag, the issue resolved, and waveforms normalized. A fo sensor failure had also occurred earlier but was not reported. Product surveillance was initiated, and the balloon catheter will be returned to getinge. Based on the description, the "unable to update timing" alarm was triggered due to the arterial transducer not being re-zeroed after the patient returned from the cath lab. This resulted in inaccurate arterial waveform data, which prevented the iabp from properly updating its timing parameters. Additionally, a sensor failure was reported. The esp representative informed the customer that a biohazard kit would be sent for returning the device for further investigation. The exact cause of the sensor failure is impossible to define until the product is received and examined. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint reference: (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field b5, h6 (type of investigation).

Event description:
It was reported by customer that the after inserting the sensation plus intra aortic balloon(iab) catheter unable to update timing had appeared post-transfer to the ICU. A screenshot of the iabp monitor revealed the pump was in auto-mode using ECG trigger, augmentation at 60%, and a significantly dampened arterial waveform using the transducer as the arterial waveform source. The screenshot also revealed the fluid-filled pressurized bag was hanging on the attached pole of the cardiosave. The fo cable had provided a fo sensor failure alarm multiple times. No patient harm or injury reported.